Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Called for assistance with a clotted inner lumen, esp personnel explained that they would need an alternate ap source such as a radial line.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen occurred. There was no harm or injury reported.